Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Correction: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer opened a foley catheter, noticed a small bubble or gash on the shaft of the catheter, straight out of the packaging. There was no impact to a patient. That said, the roughness on the catheter could result in excessive friction, discomfort or trauma to a patients' urethra. The lot number listed on the catheter's inflation cuff is ngkt4253, though that lot number does not match the lot number printed on the pouch - ngku2905. The sample is at my desk, so please follow up and let me know if I should hand this to someone in the office or scrap it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when customer opened a foley catheter, noticed a small bubble or gash on the shaft of the catheter, straight out of the packaging. There was no impact to a patient. That said, the roughness on the catheter could result in excessive friction, discomfort or trauma to a patients' urethra. The lot number listed on the catheter's inflation cuff is ngkt4253, though that lot number does not match the lot number printed on the pouch - ngku2905. The sample is at my desk, so please follow up and let me know if I should hand this to someone in the office or scrap it.